Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received analysis found an anomalous ventricular pacing impedance measurement during bench testing. Extensive testing and analysis was performed, however the cause for the anomaly could not be determined. Reliability laboratory technician; (B)(4); failure (event) observed during analysis.

Event description:
This report is to advise of an event observed during analysis.